Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2019. The patient's mother stated the patient was not feeling very well, weak and down in energy. The patient then experienced a hypoglycemia event on (B)(6) 2019 at 5:30pm while shopping. At the time of the event, it was reported that the patient's cgm reading was 5.7 mmol/l and bg reading was 3.1 mmol/l. Patient was treated with 2 glucotabs (40 grams) and after 15 minutes, patient was feeling fine again. No additional medical intervention was required. Data was provided for evaluation. Confirmation if the allegation was undetermined and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.